Event description:
It was reported that the patient experienced fluctuating blood glucose with an episode consistent with hypoglycemia of unclear cause, treated without confirmatory fingerstick, which led to subsequent hyperglycemia before returning to range. Symptoms included signs consistent with low blood glucose followed by elevated glucose after treatment. Outcomes included transient disruption that resolved without alarms, alerts, or medical intervention. Investigation included complaint intake, troubleshooting, and education with no device alarms reported and no facility care involved. Investigation of this case revealed no device malfunction or component issue based on available information and user-reported behavior. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.